Event description:
It was reported that the reservoir has small air bubbles. It was stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. No insulin leaks found. Troubleshoot not completed as the customer had already changed the infusion set and reservoir; air bubbles did not persist after set change. Blood glucose value is 323 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.